Manufacturer narrative:
The multidebrider power console was returned to the manufacturer for evaluation. The device history records for the finished device was reviewed with no abnormalities in documentation or process was found. The console was tested and passed all functional tests and calibrations. The root cause of the reported event could not be determined as there were no problems found as the reported failure could not be duplicated.

Event description:
The manufacturer was made aware that the touch display on the front panel of the multidebrider power console no longer responds. It was reported that the console was operating normally but during operation, the touch display did not respond. The power was turned off and on but it did not recover. The user confirmed when (+) was pressed when changing the rotation speed, it reacts to (-). There was no patient injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the legal manufacturer was unable to determine the cause of the reported event as the reported failure could not be confirmed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer. The issue occurred during the middle of the unspecified therapeutic procedure. The same device (serial# (B)(6)) was used to complete the procedure. There was a slight delay but the length of time and if the patient was under general anesthesia are unknown. The connections and cables were checked and were found to be firmly connected. The device was inspected prior to use; no abnormalities were observed.